Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low and high blood glucose level and the customer passed out on unknown date with blood glucose level was unknown. Customer was treated with glucagon for low blood glucose level and intravenous insulin for high blood glucose level. Customer declined troubleshooting for low blood glucose and high blood glucose level. The insulin pump will not be returned for analysis.